Event description:
It was reported that a smiths medical ventilator will not hold a peep and has physical damage. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.